Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Broken fabric threads from wear were observed in the proximal end, along with wear at the folds in the middle and distal ends. Additionally, a hole and a leak in the outer tube were identified in the proximal end, consistent with wear from the kink resistant tubing (krt) quick connector. The pump was microscopically inspected, leak and functionally tested. The pump tubing had been cut down to the pump block and was not returned for analysis. The pump passed the leak test; however, it did not pass activation test during functional evaluation. Based on the information available and analysis results, the hole and leak identified in the cylinder and the pump not passing functional inspection could have caused or contributed to the reported clinical observations. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was identified. Right cylinder and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was identified. Right cylinder and pump were removed and replaced. No patient complications were reported.